Event description:
It was reported that the patient had rescue tape on their external driveline where there was an exposed area noted previously and secured on an unknown date.

Manufacturer narrative:
Section b3: the event date was estimated. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.